Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system catrx aspiration catheter (catrx), a 7f non-penumbra sheath, and a guidewire. During the procedure, the catrx was advanced over the guidewire through the guidewire lumen and the sheath. While advancing the catrx over the aortic bifurcation, the catrx kinked at the mid-shaft; therefore, the catrx was removed. The procedure was completed using another catrx and the same guidewire. There was no report of an adverse effect to the patient.